Event description:
Same case as MDR ID 2134265-2014-00378. It was reported that the rotawire separated. The target lesion was located in the heart. A 1.50mm rotalink plus and a 330cm rotawire were both selected for a rotational atherectomy treatment procedure. During testing outside of the patient, the rotational speed was set too high which resulted in the burr separating the rotawire. The procedure was completed with another of the same of each device. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).